Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion for compression fracture on (B)(6) 2025, with vbs. In the surgery, the surgeon accessed the vertebral body with a trocar, confirmed the size with a drill and plunger, and selected a medium-sized. The trial balloons were inflated simultaneously on both sides, and after successful inflation, deflation was performed, and the trial balloons were removed. Next, the stent balloon was inserted, and both sides were inflated simultaneously, but one side did not inflate. The surgeon injected approximately 2cc of contrast medium, but the stent balloon did not inflate, and when the lateral image was checked, a contrast medium leak was found. The surgeon left the stent balloon uninflated and cemented it with a cement needle to complete the operation. After the operation, when the uninflated stent balloon was checked, a small hole was found at the tip of the balloon, which likely allowed contrast medium to leak out and prevent the stent from inflating. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vertebral body set/medium- sterile had signs of tearing off and breakage in the proximal section of the device. A dimensional inspection and a functional test for the vertebral body set/medium- sterile were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. However, this is most likely due to the breakage condition of the balloon. Previous complaints were reviewed for the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The synflate vertebral balloon surgical technique was reviewed; states to stop balloon expansion if any of the following happens: the desired outcome is reached. The pressure reaches 30 atm (440 psi), the maximum balloon volume is achieved, 4.0 ml for the small balloon, 5.0 ml for the medium balloon, 6.0 ml for the large balloon, any part of the inflated balloon length touches the cortical bone. The surgical technique guide also contains the following precautions: - the balloons may leak if they are filled beyond their maximum volume or pressure. - the performance of the balloons catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. The surgical technique guide also recommends the following: - to proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. - for bilateral procedures, inflate each balloon alternately in increments the failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of thevertebral body set/medium- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:09.804.601s , synthes lot:82327613, supplier lot:82327613, supplier: (B)(4), release to warehouse date:16 jan 2025. No ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.